Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 85 90-1, lot# n380771, implanted: (B)(6) 2014, product type: accessory. Product ID: 8870, serial# unknown, product type: software. Product ID: 8840, serial# unknown. : product type: programmer, physician. (B)(4).

Event description:
It was reported that the reporter experienced a pump memory error (pme). It was stated that the patient was recently implanted and this was the first time the patient was seen. The reporter wanted to perform a dosing adjustment and upon interrogation the pme was seen, along with invalid catheter information. It was discussed that the version of the software card used did not recognize the catheter and that the newer version of the software card was needed. It was recommended to document the catheter model, total catheter length (tcl), and total catheter volume (tcv) to enter in a later date with the newest software card. Since the patient could not wait long (presumably for a manufacturer representative) due to living in a different state, it was suggested to change the catheter information to ¿other¿ and enter the documented tcv. The reporter denied any therapy issues at this time. The pump was used to deliver baclofen.